Manufacturer narrative:
Additional information indicates the ipg meets or exceeds 75% of its expected longevity. There is no device malfunction; therefore, this device is no longer considered reportable.it was reported a patient¿s ipg had issued the elective replacement indicator (eri). Surgery took place where the ipg was replaced. There were no complications. Effective therapy was restored. Believe this ipg met the expected longevity based on the patient¿s programming parameters the results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.